Event description:
A surgeon reported that an intraocular lens (iol) from an unknown manufacturer was noted to be dislodged. This lens had been implanted over twenty years ago by a different surgeon who is now retired. The surgeon states the pt has a large/long eye and the anterior chamber is 1mm longer than the horizontal length of the anterior chamber. This surgeon replaced the iol, but at a postoperative visit, this lens was also noted to be dislodged. This lens was also exchanged for the same model, different power lens. Upon examination at a postoperative visit, the surgeon noted that this lens had also dislodged. For this eye, a vitrectomy was performed at the time of the iol exchange. The lens was implanted in the anterior chamber due to no posterior capsule. In a follow up, the surgeon reported it is unknown if the iols caused or contributed to the event. He stated the pt has a large diameter cornea asymmetric and previous vitrectomy that likely contributes to the difficulties. The event continues because the surgeon has been unable to locate a large enough iol. There are two medical device reports associated with this event. This report is for the first exchanged lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause is most likely related to pt condition/non product factors. The surgeon is blaming the pre-existing conditions of the eye not the lens as the cause of the event. The pt has a large/long eye and the anterior chamber is 1mm longer than the horizontal length of the anterior chamber. There have been no other complaints reported in the lot number. Additional information was requested on 01/30/2012 by phone, fax, and mail. A completed questionnaire was received on 02/02/2012. Additional information was received via phone on 02/08/2012. (B)(4).